Event description:
No additional information received.

Manufacturer narrative:
H3: analysis of the solitaire stent-retriever (lot no. A960015) found no bends with the pushwire. The marker coil was found to be bent. No damage was found with the detachment zone. The stent tear drop struts were found bent with one strut broken. The stent working length struts were found in good condition. The solitaire fr stent was sent out for sem analysis for failure analysis of the broken strut. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿tear drop strut damaged/broken¿ was confirmed. As the solitaire fr revascularization device was returned without its introducer sheath, with the marker coil damaged and with the tear drop strut bent and broken. Per the sem analysis report, the strut broken end was measured to be 90.23m and the thickness was measured to be 57.41m, the undamaged section width was measured to be 121.01m (reference: 0.10 ± 0.02mm and the thickness was measured to be 60.92m which is within specification (specification: 47.5-80.0¿m for non-working length strut wall thickness). Fatigue cracking initiated from the wire surface followed by ductile overload failure for the broken wire end. The damages to the device (bent marker coil/stent) are consistent with damage caused by resistance. However, the root cause for the damages and resistance could not be determined. Since the introducer sheath and catheter were not returned; any contribution of the introducer sheath or catheter to the issues could not be determined. H6: conclusion code updated to d15. Result code updated to c070603. Method code updated to b01. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that at the first time deploying the stent after delivery, it was found the operation was abnormal. When the stent was removed, the end side of the stent was forked. The customer provided image for review. In the image, the solitaire fr stent's strut appeared to be broken at the tear-drop section. In addition, the marker coil also appeared to be bent. However, the root cause could not be determined at this time. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. At the time of the report, it was noted the patient was now in good condition. Additional information received reported there was no issue noted by the surgeon during navigation of the stent to the aneurysm location. The solitaire was replaced with another solitaire and the thrombus was then successfully removed. The patient was undergoing surgery for treatment of ischemic stroke of the middle cerebral artery (mca). Baseline/procedure mrs: 2; baseline nihss: 11, post-procedure nihss: 5; baseline tici: 2, post-procedure tici: 3. The patient's vessel tortuosity was moderate. Ancillary devices include a rebar microcatheter, avigo guidewire.